Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high" on the continuous glucose monitor; specific value was not provided. Elevated bg was caused by the pump battery depleting due to not being charged. Reportedly, no action was taken to address bg and pump was confirmed to be functioning normally.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.